Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 02 march 2018. Partial hip revision surgery (stem and head) occurred 5 years after primary cementless total hip arthroplasty in a (B)(6) woman. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding. Aseptic loosening is a possible, literature described adverse event after primary tha and causes are often unknown. In this case the reason for failure cannot be determined. Batch review performed on 14 march 2018 (B)(4).

Event description:
The patient came in complaining of thigh pain 4 years and 2 months after primary. The surgeon suspected the stem was loose proximally. The surgeon revised the stem and head. The surgery was completed successfully.